Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy on past occlusion. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 172 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.